Event description:
Had only appointment for aspirations. Not a scheduled surgery appointment, for a biopsy and a titanium/clip that was inserted. Now I'm having rash on neck, burning constantly, in my right breast where the clip was inserted and a painful feeling constantly. Has not been the same since this has been inserted. In hopes you can be of some help. Thank you, sincerely mrs. (B)(6). Had only an aspirations appointment bilateral left & right breast. And there only documented left brest. And continued to let me know there doing a biopsy. And while still laying on table they say sign paperwork for acknowledgement on placement of this breast marker/clip/titanium. And it¿s to mark for any future issues and they can see where the issue was before. After that took a mammogram x ray pic to see the site of the clip. And first off, I was not scheduled for any procedure or surgery for this day of aspirations. And it¿s been about one year and days since. And I've been experiencing some rash issues on my neck and right breast have been burning, and painful feeling, some sort of irritation that was never there before. This placement. Went to doctors office to make appointment and he suggested me go back to same place. I said if they can take it out with no cost. Its causing me pain. Doctor says can¿t guarantee that and I said, I understand. And so please make appointment at the ami and at ami, not one time was ever asked a such subject for a biopsy and to be injected with a clip. Now this clip is causing me pain. In hopes of your help. Thank you for your time sincerely, mrs. (B)(6). Metallic clip was inserted in right breast with needle.